Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that no image, a burned distal end, and peeling of the connecting tube coating were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the no image, the cause was due to a damaged charge coupled device unit. For the burned distal end, the cause was due to the high frequency treatment device used without maintaining sufficient distance from the tip. And for the peeling of the connecting tube coating, the cause could not be established. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.